Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump failed displacement test. Motor error alarm during rewind due to motor encoder signal out of phase.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Troubleshooting was performed. It was stated that the insulin pump was rested and then primed, but it keeps alarming motor error. A displacement test was performed and the insulin pump failed the test. No further info was provided.